Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture in bipolar mode. Currently, this product remains in service and no adverse patient effects were reported.